Event description:
It was reported that during a supply change and transition from a g7 sensor to a libre 3 plus, the user experienced difficulty reconnecting the ilet system, including pairing the new sensor and completing the fill/rewind steps, resulting in approximately six hours without insulin and a subsequent glucose reading of 276 mg/dl. The event is characterized as a usage issue during setup with no specific device component implicated. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.